Event description:
The blazer ii htd ablation catheter was tested prior to insertion into the body and the mechanism was moving correctly. A few minutes after insertion while attempting to map the right ventricle, the catheter became difficult to maneuver in the heart and was removed from the body. There was no difficulty with the patient's anatomy. While on the table it was noticed that the last 1" of the distal tip of the catheter appeared to be bent in an odd position and the catheter could not be moved correctly. A new catheter was inserted and the procedure continued with a successful outcome. The physician frequently uses this product and has never seen this type of problem before. ====================== health professional's impression======================it appeared that the catheter may have become bent or broken within the grey plastic coating of the catheter.